Manufacturer narrative:
Routine testing confirmed that this device was installed by the customer in november 2010 and performed to specification up to the 22nd february 2015. A fresh pad-pak was installed during this time. Multiple manual power ups of ten minutes duration were observed in the device memory between 1st march 2015 and 21st may 2015. It is reasonable to conclude that devices returned for the reported fault may be attributed to membrane failure. The ten minute time outs would suggest a failing membrane. The fault was witnessed during the investigation. The fault could not be replicated with a new membrane fitted. Slight voltage fluctuation was observed over the pogo pins during testing however this did not affect the ability of the device to deliver therapy. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.

Event description:
There was no pt involved in this event. This device malfunctioned because the pad unit powers on without manual intervention.